Event description:
It was reported the patient is experiencing pain and numbness on the left side of her neck and left hand. It was also reported the sensations occur regardless of stimulation. The patient is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.